Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis confirmed 271 error but no 388. A two-point calibration was done after the error which seems to fixed the issue. Customer will be replacing the main board and checking the unit out. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000e us alarming technical failure 271 - o2 supply fail - no o2 dosing possible. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical did not receive the device for evaluation. However, log file analysis tool was utilized. Most likely o2 supply pressure to vent got dropped externally and restored. No dosing failure involved. Inspiration block of this unit got replaced later due to press blower sensor drift.